Manufacturer narrative:
(B)(4). Device not returned. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3623123 and product code 810081. No additional information is available. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012 and the mesh was implanted. It was reported that the patient had increased urinary incontinence, severe pain during intercourse, pain in legs, stomach, bowel problems, as well as urination in bed with difficulty initiating urination that starts again when the patient thinks it is over. It was also reported that the patient needs to change due to incontinence, which limits the patient's outings and activities. It was reported that the patient is unable to hold urine and has general pain. It was reported that the patient is worst than before the surgery.